Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. The lead was explanted and replaced with a new one. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). A return request had been sent for this lead to be returned however, the lead was not returned yet. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Additional information received indicated that this lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.